Event description:
It was reported that the patient experienced pain at the implant site. An x-ray of the device revealed that the lead was either fractured or disconnected from the implantable neurostimulator(ins). The patient was scheduled for a revision procedure, and upon checking the device prior to the revision no abnormal impedances were noted. The patient had an x-ray in the emergency department. The patient reported that the emergency room(ER) physician examined the implant site without concern for infection and referred the patient back to the implanting physician. In a discussion with the physician, the physician noted that the lead had moved and that the fracture initially seen was a previous lead fracture from a previous lead revision. The patient's implant device and lead were revised due to concern for the lead migration. No further patient complications were reported. This event is for the lead.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Concomitant product UDI for ipg is (B)(4).

Event description:
It was reported that the patient experienced pain at the implant site. An x-ray of the device revealed that the lead was either fractured or disconnected from the implantable neurostimulator(ins). The patient was scheduled for a revision procedure, and upon checking the device prior to the revision no abnormal impedances were noted. The patient had an x-ray in the emergency department. The patient reported that the emergency room(ER) physician examined the implant site without concern for infection and referred the patient back to the implanting physician. In a discussion with the physician, the physician noted that the lead had moved and that the fracture initially seen was a previous lead fracture from a previous lead revision. The patient's implant device and lead were revised due to concern for the lead migration. No further patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 concomitant product UDI for ipg is (B)(4).

Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) reported pain at the implant site. The patient stated an x-ray was performed that showed the lead was either fractured or disconnected from the ins. The patient was scheduled for a revision procedure. No further information has been provided to date.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Concomitant product UDI for ipg is (B)(4).

Event description:
It was reported that the patient experienced pain at the implant site. An x-ray of the device revealed that the lead was either fractured or disconnected from the implantable neurostimulator(ins). The patient was scheduled for a revision procedure, and upon checking the device prior to the revision no abnormal impedances were noted. The patient had an x-ray in the emergency department. The patient reported that the emergency room(ER) physician examined the implant site without concern for infection and referred the patient back to the implanting physician. In a discussion with the physician, the physician noted that the lead had moved and that the fracture initially seen was a previous lead fracture from a previous lead revision. The patient's implant device and lead were revised due to concern for the lead migration. No further patient complications were reported. This event is for the lead.

Event description:
It was reported that the patient experienced pain at the implant site. An x-ray of the device revealed that the lead was either fractured or disconnected from the implantable neurostimulator(ins). The patient was scheduled for a revision procedure, and upon checking the device prior to the revision no abnormal impedances were noted. The patient had an x-ray in the emergency department. The patient reported that the emergency room(ER) physician examined the implant site without concern for infection and referred the patient back to the implanting physician. In a discussion with the physician, the physician noted that the lead had moved and that the fracture initially seen was a previous lead fracture from a previous lead revision. The patient's implant device and lead were revised due to concern for the lead migration. No further patient complications were reported. This event is for the lead.

Manufacturer narrative:
Concomitant product UDI for ipg is (B)(4). There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The following fields were corrected- e3 occupation. H6 patient codes. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Concomitant product UDI for ipg is (B)(4).

Event description:
It was reported that the patient experienced pain at the implant site. An x-ray of the device revealed that the lead was either fractured or disconnected from the implantable neurostimulator(ins). The patient was scheduled for a revision procedure, and upon checking the device prior to the revision no abnormal impedances were noted. The patient had an x-ray in the emergency department. The patient reported that the emergency room(ER) physician examined the implant site without concern for infection and referred the patient back to the implanting physician. In a discussion with the physician, the physician noted that the lead had moved and that the fracture initially seen was a previous lead fracture from a previous lead revision. The patient's implant device and lead were revised due to concern for the lead migration. No further patient complications were reported. This event is for the lead.